Event description:
It was reported to covidien on 04/17/2009 that a customer had an issue with a dialysis catheter. Customer states that this pt had their catheter fall out and was replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.